Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, myopotential oversensing was noted on the ventricular channel. The noise was reproducible with isometrics. The device was reprogrammed to bipolar, and the right ventricular lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.